Event description:
It was reported that a remote transmission shows invalid data for lead trends. It was explained that the data may be invalid for up to 82 weeks, and rate histograms will clear after two interrogations. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2007; 8780 neuro catheter, (B)(6) 2014; 8637-40 neuro pump, (B)(6) 2014. (B)(4).